Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager had intermittent failures. A field service engineer (fse) could not be reproduced upon arrival. The latch was noted to be stiff when closing, and adjustments did not improve latch engagement. The latch was replaced and tested in the hardware test application; however, the door continued to lock immediately after clicking. The wiring harness was replaced next with no improvement. The issue was resolved after replacing the pyxis bus cable, and proper operation was confirmed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager was intermittently failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.